Event description:
Epicardial lead perforated the rv. Unclear which lead the allegation is for 705106642. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).